Event description:
The patient experienced a pneumothorax during the placement of the sense lead in a 2-incision implant procedure on (B)(6) 2021. The physician placed a chest tube and the patient was kept overnight for observation. The chest tube was removed (B)(6) 2021 and the issue is now resolved.